Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) found delayed sign in times and authentication failures with timeout errors logged during biometric capture. Based on the error logs and med app info logs provided by the tss, the root cause was false fingerprint spoof detection during the first authentication attempt, which then successfully and biometric fingerprint capture timeouts errors. However, station was subsequently checked and confirmed to be functioning normally with successful bio ID logins. No further issues were reported and the tss closed the case. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID issues were experienced on multiple stations post upgrade. There were no delay or adverse events or injuries reported based on this event.